Event description:
The pump was explanted due to battery depletion after an implant duration of less than 50 months. The pump was returned to the MFR for analysis.

Event description:
Additional information from the hcp reports that the patient was experiencing no relief of pain. A fluro of the catheter was done and showed the catheter to be out of the patient's spine. The catheter was replaced. The patient is reported to have recovered without sequela.